Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component." Number 3 states, "tight fixation of all non-cemented components at the time of surgery is critical to the success of the procedure. Each component must be fit according to precise operative technique and the use of specified instruments." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03029 / 03030). Device requested, not yet received.

Event description:
During a total hip arthroplasty, the surgeon could not get the liner to seat which caused a delay in procedure of over thirty minutes.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.(B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of device records found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint. Deformation of the device was noted, and dimensional analysis found several measurements to be non-conforming. However, the damage likely occurred during unsuccessful attempts to impact the liner. A conclusive root cause of the event could not be determined, as the correct surgical technique was reported to have been used.